Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence.